Manufacturer narrative:
(B)(4). Correction: follow up 1 did not contain the CAPA number. The CAPA number is (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore, a root cause could not be determined. A service history review revealed no previous service events were related to the reported increased intra-peritoneal volume. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (CAPA #).

Event description:
A customer contacted baxter's technical service center and reported a drain volume of 4877ml on the homechoice (hc) machine during drain 3 of 4. Product surveillance contacted the patient on (B)(4) 2010. The patient stated that his largest prescribed fill volume is 2800ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria. According to the nurse, the patient reported this iipv event. The nurse stated that the patient has 4 fills of 2800ml and a last fill of 2500ml. The nurse suspects that the patient is pocketing fluid. The patient often sits at the edge of the bed to drain completely. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Baxter advised the nurse to swap the device if the patient is having problems with the cycler. The nurse stated that the cycler is working properly; however, she believes that the patient is pocketing fluid.